Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event one of b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. The batch record could not be reviewed since the lot number is not known. Without the actual sample or lot number, a thorough investigation can not be performed. All available information has been forwarded to the actual manufacturer. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france): event 1 connector/catheter-detached after installation disconnection between the catheter and connector despite the placement of the perifix catheter connector sleeve.